Manufacturer narrative:
In the case description, the user mentioned discrepancies between the blood glucose values on the controller and the blood glucose values from fingersticks. The physical controller was received for investigation. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Review of the android log files found no evidence of issues with the controller. The patient history buffer (phb) data found that the automated algorithm responded appropriately and correctly adjusted automated insulin delivery based on the estimated glucose values received by the pod from the sensor. Review of the engineering log files found no evidence of issues with the controller that would result in discrepant blood glucose values. Though no issues were occurred, the bg values could not be compared to the finger prick measurements and could not determine if a difference was present. The exact cause of the reported event could not be determined. Physical testing of the controller found no issues that would result in discrepant glucose values or pod information. The controller was paired with an unused pod, which was paired with a dexcom g6 continuous glucose monitor (cgm) emulator, and the functionality was tested. The controller displayed the correct pod information and as the glucose value on the cgm emulator was changed, the controller displayed this same value after the 5-minute cycle. No issues were observed with the controller during testing. The exact cause of the reported event could not be determined.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone: data not available. Cloud - omnipod 5 software app version: data not available. Cloud - smartphone operating system: data not available. Cloud - smartphone hardware: data not available. Cloud - cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient experienced discrepancies in blood glucose (bg) readings. While actual bg levels were 15 mmol/l (270 mg/dl), the personal diabetes manager (pdm) displayed 5 mmol/l (90 mg/dl). On september 8th, the patient sought medical attention at haga ziekenhuis from 8:00 am to 4:00 pm. The patient reported that the pdm showed inaccurate values across different pods and sensors. The patient presented with symptoms of chest pain and feeling unwell. A preliminary diagnosis included hyperglycemia and possible heart failure (not confirmed). Treatment included observation, diagnostic checks, and multiple daily injections.